Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturing representative regarding patient with implant product protruded to the dorsal side which caused pain suggested for spinal therapy. Date of initial surgery was (B)(6) 2016. Hospitalization and operation to perform reoperation because the implant product hit and there was a pain . Event occurred during use of the implant. Initial surgery levels implanted was t10-sai. It was reported that the rod was broken, but that part was left as it was to observe further situation, this time the hook on the front most side was protruding to the dorsal side and it was painful, so the rod was intentionally cut and the hook was removed together. There was rod breakage, broken rod fragment of implant was in patient not removed. Remaining part was discarded by customer. Implant was partially explanted. Patient symptom was pain. Health damage was reported in patient. Bone fusion was not achieved due to rod breakage. No further complications reported. Update 2020-oct-27 e1(rep): the hook and a part of the rod was explanted, and the remaining rod remained in the patient. The explanted part had been discarded by the customer. Update 2020-nov-05 e2(rep); hook was removed because it caused patient pain. No part/lot information is available. Update 2020-nov-19 e3(rep); explant date is the same as pli10(partially) 20, (B)(6) 2020. Event date is unknown. Pli30 and 40 have been added since total of 2 rods and 2 hooks were reported for the same complaint.